Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. When the infusion was complete, there was "left-over medication". The device did not alarm. The device was replaced and there were no further issues. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Benlysta was ordered to infuse at 250ml/hr with a volume to be infused of 250ml; however, 250ml infused in 1 hour and 38 minutes. Normal saline was also infusing at the time of the event.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of benlysta could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. The review of the suspect pump module event log showed that on (B)(6) 2025 at 7:55am the channel was powered on/attached. At 8:45 am, a belimumab (benlysta) infusion with a rate of 250ml/hr and a volume to be infused (vtbi) of 250ml was stated. At 9:46 am, the infusion finished with keep vein open (kvo) alarm. A new infusion with a vtbi of 125ml was started. At 10:17 am, the infusion finished with kvo alarm. A new infusion with a vtbi of 58ml was started. At 10:29 am, the channel alarmed for air in line (ail) and the user channel off the unit. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pump module event log. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion of benlysta could not be identified. Review of the device logs and laboratory testing performance demonstrated the device operating as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. When the infusion was complete, there was "left-over medication". The device did not alarm. The device was replaced and there were no further issues. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Benlysta was ordered to infuse at 250ml/hr with a volume to be infused of 250ml; however, 250ml infused in 1 hour and 38 minutes. Normal saline was also infusing at the time of the event.